Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d2: additional product codes: mni, kwp, osh, kwq, mnh d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had a transforaminal lumbar interbody fusion (tlif) at l1-2 and extension of psif to l1-l5 on august 02, 2023. He subsequently had lower back pain and imaging identified loosening of hardware several weeks later. He elected to have a surgical revision of the set screw at l1. The surgeon explained that during surgery, it was noted that the set screw was loose where it connected with the rod. Two set screws were not tightly connected to the head of the pedicle screw. This report is for a set screw. This is report 2 of 2 for (B)(4).